Event description:
It was reported, that a malfunction alarm occurred. Additionally, it was reported, that the pump time was incorrect. Cause was unknown. During, troubleshooting with tandem technical support, the malfunction alarm was cleared. The customer corrected the time and resumed insulin therapy. There was no adverse impact to the customer¿s blood glucose value.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.